Manufacturer narrative:
Continued h.6. Health effect - clinical code- e2315. Continued h.6. Health effect - impact code: f1905, f2301, f2303, f0101. Clarification to d.6a.: between may 2019 and april 2022. Article citation: helwe, hani el, et al. ¿comparing outcomes of 45 m gelatin stent placed ab externo with open conjunctiva to ab externo with closed conjunctiva.¿ ophthalmology glaucoma, aug. 2023;s2589-4196(23)00136-9. Https://doi.org/10.1016/j.ogla.2023.07.009. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The events are known potential adverse events addressed in the product labeling.

Event description:
Through journal article titled helwe associated with xen stent implantation, healthcare professional reported events of "90 eyes implanted via ab-externo technique; 3 patients have chronic angle closure glaucoma; 1 eye with cystoid macular edema; 22 eyes with anterior chamber inflammation - ac grade of 1+ cells or greater; 18 eyes with corneal edema; 37 eyes with early hypotony; 4 eyes with hyphema; 3 eyes with stent migration; 3 eyes with early bleb leak requiring revision; 1 patient with light perception progressed to no light perception; 46 eyes received 5-fluorouracil injections; 11 eyes received needling; unknown eyes received medication for high iop; 7 eyes required trabeculectomies; 4 eyes received glaucoma drainage devices; 2 eyes required open conjunctiva xen revision; 1 eye required transscleral continuous-wave cyclophotocoagulation; 1 eye received an ex-press shunt; 1 eye required phacoemulsification and endocyclophotocoagulation with dual blade goniotomy (peck); 1 eye required cataract extraction." Were noted in the article: "comparing outcomes of 45 m gelatin stent placed ab externo with open conjunctiva to ab externo with closed conjunctiva." Ophthalmol glaucoma. 2023;s2589-4196(23)00136-9.